Event description:
It was reported that the surgeon removed the cap and pressed the punch prior to putting the instrument into the surgical site. The small piece of material came out before the punch was used with the patient.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). G2: foreign source: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned product. The punch itself was not returned. What was returned was a single piece of debris that was reported to have come out of the punch. The debris was returned without the original packaging and placed inside of the vial. The debris is being sent out for analysis to determine the composition. The analysis showed that following results. The ftir spectrum of the side 1 of the small piece of the unknown material matched the ftir spectra of tygon tubing. The ftir spectrum of the side 2 of the small piece of the unknown material matched the ftir spectra of tygon tubing. From the overlay spectra, the ftir spectrum of the side 1 of the small piece of the unknown material is identical to the ftir spectrum of the side 2 of the small piece of the unknown material. Since the product was opened it cannot be determined where the piece of tygon tubing came from. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event is confirmed, based on the returned piece of debris.